Manufacturer narrative:
Smith & nephew was contacted regarding the above named incident, which was reported as a field complaint for "skin irritation/reaction" and "general illness". The customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. Both the returned sample(s) and control samples (from stock) of lot 0g249 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. Medical advisor reviewed the event details and indicated that there is no medical evidence to support any relationship between the use of IV-prep wipes and the patient's symptoms.

Event description:
This IV prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref recall #3006760724-030211-001r). Customer with juvenile diabetes, began with a sore on her face near temple, currently hospitalized.